Event description:
Event description cpi received information that this patient's pulse generator pocket was opened for re-exploration due to possibly issues with this bipolar atrial lead. The lead was exhibiting impedance >2500 ohms, no capture and sensing issues. The search study revealed there was a lead revision, however, there are no details regarding this surgery. Status of lead is unknown, issues have been documented in this event.